Event description:
It was reported that during a procedure when the e-sep pencil was plugged into the console it activated without the button being pushed. The button was stuck in "cut" mode. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Manufacturer narrative:
Device not available the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a procedure when the e-sep pencil was plugged into the console it activated without the button being pushed. The button was stuck in "cut" mode. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.